Manufacturer narrative:
Product summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device was interrogated out of the trunk, prior to the procedure, and found to have detections on and the battery at end of life (eol). The device was not used. No patient involvement.